Event description:
A male patient contacted lifecor customer support to report that he has been getting constant bonging alarms. Support reviewed possible causes of, and solutions to, the bonging alarms with the patient. The patient reported he has already attempted the solutions. Support requested the patient perform a download. A review of the downloaded data revealed a non-working front to back ECG channel. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the constant bonging alarms and lack of one front to back ECG channel was an open connection within the distribution node. The wire from the trunk cable to termination point t9 (lead_1_neg) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessively force on the cable. The damage electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.